Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead in the month following implant. The stimulation had occurred in multiple pacing configurations. The lead remains in use. No further patient complications have been reported as a result of this event.